Manufacturer narrative:
Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo at distal end.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported the patient was not receiving effective stimulation coverage of the pain area. It was suspected the lead was dislocated. Surgical intervention was taken, introperative testing showed impedance was high. After removing the patient's octrode lead it was visually broken at the anchor. The physician attempted placement of a new octrode, but access to the epidural space was without success, and the new lead was not implanted.